Event description:
It was initially reported to boston scientific corporation that a flexima biliary stent device was used during a biliary drainage procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when it was attempted to release the stent, strong resistance was met while withdrawing the guide "inner" catheter. Reportedly the sent was released but the guide "inner" catheter became kinked and was stretched. No other device damage or anomaly was noted, and no issues were noted to the suture. The procedure was completed with this flexima biliary stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; guide catheter broken.

Manufacturer narrative:
(B)(4) - the investigation findings of catheter break. The returned product comprised of the delivery system only. The stent was not returned for evaluation. A visual examination of the returned device found the suture hole on the push catheter torn, the push catheter hub was broken and the touhy borst assembly was detached/separated from the push catheter. The guide catheter assembly was found stretched and broken close to proximal end. The broken guide catheter was found stuck on guidewire assembly and could not be removed due to stretched guide catheter assembly. No visible damages were observed on the guidewire assembly and was found completely retracted out of the delivery system. The distal end of guide catheter had multiple suture impressions, and was also stretched. Upon investigation, the stretched / broken guide catheter assembly indicated that force was exerted by the customer during deployment of stent / retraction of the guide catheter assembly. A functional evaluation for stent deployment could not be performed as the overall device integrity was not intact. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance.